Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. Due to low vault without rotation, the lens was exchanged with a longer length lens. H4 - device manufacture date: 31-oct-2022 corrected to 27-oct-2022. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. Due to low vault without rotation, the lens was removed and replaced intraoperatively with a shorter length lens. Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens optic deformed and the haptic broken and deformed. Dimensional inspection found the lens to be within specification. Claim #(B)(4).

Manufacturer narrative:
D2 - common device name: phakic toric intraocular lens, product code: mta corrected to qcb claim # (B)(4).